Event description:
The customer reported that on (B)(6) 2020 at 17:30 pm, a red alarm was not triggered on their mp70 intellivue patient monitor. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.